Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that the reported event was unrelated to a software issue. The investigation found that the tracer pattern used during the procedure was insufficient and could have been improved by moving further back on the patient's skull. The software functioned as designed.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), there was an inaccuracy reported by the surgeon. The medtronic representative confirmed that the registration and accuracy were good during registration. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Additional information: the surgeon elected to continue the procedure taking the imprecision into account. The power cable for the navigation system was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.